Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited incorrect measurements when binning ventricular tachycardia for a ventricular fibrillation episode. Programming changes were made. The patient was stable throughout.